Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the handle's trigger was difficult to activate and the device would not deploy. This happened with two (2) separate devices. There was no reported harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: component code the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified the device has been cycled one time and both anchors and the sutures remain in the needle of the device. Development and manufacturing engineers reviewed the device in our lab and stated the button was difficult to forward as received. After they cycled the button one time both anchors came out of the needle and the black push button was easier to cycle. No flashing was noticed and the black button was visually conforming to the print. Only one device was returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed due to product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.